Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and on (B)(6) 2017 replaced injection valve and syringes, adjusted sample uptake and detector. Calibrated and ran controls and patient samples with no errors. The most probable cause of the reported event was a failure of injector valve.

Event description:
On (B)(6) 2017, the customer reported continued low total areas with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.